Event description:
A pt coded while attached to a pca pump. An hour prior to the event, a new vial of 300 mg of demerol was fitted to the pump. At the time of the code it was discovered 160 mg remained in the vial. The device history showed no medication had been administered.